Event description:
Venous air alarms occurred during two routine hemodialysis treatments which could not be resolved by the operator. Air was initially removed on the first treatment, but the alarm persisted and no air was observed during the second treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The blood loss events are attributed to the operator not performing rinseback due to visible air in venous line or clotting as a result of the time spent troubleshooting the alarm. The user's guide contains adequate instructions regarding manual removal of air from the cartridge. In addition to the blood loss events, facility staff further confirmed the pt recently had surgery for carpel tunnel, has low tsat and ferritin levels, refuses IV iron and is non compliant with epogen dosing administration. Nxstage medical considers this report closed. No additional info will be provided.